Event description:
It was reported that during a polypectomy procedure, the snare was unable to close. The location of the polyp is unknown. During preparation of the device, it was noted that the sensation micro oval polypectomy snare was able to properly open and close. The snare was advanced to the polyp, however, upon attempting to encircle the polyp, the snare was able to open but not able to close. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.